Event description:
Medtronic launcher guiding catheter, 6f .071" al2 was defectively manufactured. Approximately 6.5 inches from the distal bend at the end of the catheter, the catheter is flattened which presents the passing of a wire. When compared to the crimp caused by folding the package, the flattened area is not caused by bending the package.